Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the patient had failures of pump failure, delivery failure, and catheter failure. The injuries indicated were failure of therapy, overdose, pain, infection, and hospitalization.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative on (B)(6) 2017 regarding a patient's implanted infusion pump containing unknown medication (s) (dose(s) and concentration(s) unknown). The indications for use included intractable spasticity and stroke. It was reported that the patient was in pain, and that she had experienced the pain for years. Compatibility for use with a tens (transcutaneous electrical nerve stimulator) was requested. No further complications were reported or anticipated. Additional information received indicated that the pain was discovered when ¿potent told me about it before rh case¿, it was unknown as to whether the pain had been resolved. No further complications were anticipated/reported. Additional information received indicated that a catheter dye study was to be done on (B)(6). On (B)(6), a catheter access port dye study was done and there was dye behind the pump, it was believed that the catheter was leaking, no dye was seen distal to the pump. No further complication was reported.

Manufacturer narrative:
Other applicable components are: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: catheter.

Event description:
During the dye study they saw the omnipaque accumulating behind the pump, they also saw some dye in the catheter so the health care professional believed that the pt. Was getting "some amount of drug". A catheter revision had been scheduled for april 19. During the revision 28.5cm of the original was removed and a new 8596 segment was used and 47.6 cm was removed from that, a portion of the pump segment of the catheter was removed from the abdomen and they used an 8596sc to connect back to the pump. The physician aspirated 1.5 cc of csf from the catheter access port (cap) after it was connected to confirm the new catheter was patent. The catheter was entered in the 8840 as a new 2 piece with the appropriate length and volume documented. A company representative also reported that catheter contrast dye study showed dye was collecting in the pocket so the surgeon elected to revise the catheter. The patient¿s weight at the time of the event was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.